Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of back pain ("lumbar pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "essure rejection". In 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("abdominal swelling"), headache ("intense headache") and loss of libido ("libido loss"). The patient was treated with surgery (surgery where the fallopian tubes were removed). Essure was removed in 2017. At the time of the report, the back pain, genital haemorrhage, abdominal distension, headache and loss of libido outcome was unknown. The reporter provided no causality assessment for abdominal distension, back pain, genital haemorrhage, headache and loss of libido with essure. The reporter commented: essure was implanted in 2010, since that moment she started with problems. Consumer mentioned that she lived a hell for 5 years. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: back pain - the analysis in the global safety database revealed 536 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (aemps, reference number: (B)(4)) on 11-jun-2018. The most recent information was received on 20-jul-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of back pain ("lumbar pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "essure rejection". In 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("abdominal swelling"), headache ("intense headache") and loss of libido ("libido loss"). The patient was treated with surgery (surgery where the fallopian tubes were removed). Essure was removed in 2017. At the time of the report, the back pain, genital haemorrhage, abdominal distension, headache and loss of libido outcome was unknown. The reporter provided no causality assessment for abdominal distension, back pain, genital haemorrhage, headache and loss of libido with essure. The reporter commented: essure was implanted in 2010, since that moment she started with problems. Consumer mentioned that she lived a hell for 5 years. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 20-jul-2018 for the following meddra preferred term: back pain - the analysis in the global safety database revealed 566 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.